Event description:
A contact lens pt went into ER after using the solution. One eye was red, watery and painful. Md said it was contagious and gave her medicine. The other eye was affected, when started using the solution again.